Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 500 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer changed infusion set and found that cannula was bent. Customer also reported that insulin pump fell into water and was taken out immediately. Alarm history showed low reservoir and low battery alarms. Customer states that insulin pump was making a beeping noise during bolus delivery. Customer was advised to monitor insulin pump.